Event description:
Pump was set up to infuse a volume of 250ml of remicade at a rate of 125ml/hr from a 300ml glass vacuate container filled to approx 250-275ml. After 1 hour and 4 minutes the pump showed that 134ml had been infused, but container was empty. There was no report of any patient injury or medical intervention, and the patient was released on schedule the same day. Biomed tested pump and could not confirm any delivery problems.